Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "no video image" involving pentax model eg-2990i /serial (B)(4). The facility contact also stated the event occurred during pre-inspection check. No further information was provided. The device was returned to pentax for evaluation. Pentax service inspectional findings included: lcb is pushed in at the light guide prong, passed dry leak test, passed wet leak test, image dark, pve electrical connector frame mild corrosion, fluid invasion not observed in control body, umbilical cable bump at control body side. The customer complaint was confirmed. The device is pending repairs.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.